Manufacturer narrative:
Information was learned from implant patient's registry. The DHR review has been started. This has been determined reportable to FDA per edwards lifesciences procedures. Device not returned.

Event description:
Reportedly, the patient expired after an implant duration of .1 month (3 days) due to unknown reasons. No further details were provided. The device will not be returned as it is unknown if the device was removed prior to the patient¿s death or if there was an autopsy.

Event description:
The following was reported: "upon opening package the tubing was detached. It appears to have been snapped off during packages. Neither kit was attempted to be used on the patient."

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.